Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture and silicon migration: observed 1 opening assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ local reaction: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. As per the investigation procedure particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture and "axillary siliconomas". Device has been explanted and replaced with non-allergan brand.